Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6) 2009. According to the complainant, when the exterior tube handle was pulled to release the stent, the handle became separated. Therefore, the stent could not be released. The complainant noted that the pt's anatomy was tortuous. The procedure was completed with another wallflex enteral duodenal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).